Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system would not scan. The surgery was aborted, and there was a patient present. Additional information was received. There was a surgical delay of less than an hour. The manufacturer representative stated that this was user error. The radiology technician operating the imaging system forgot how to do 2-d long film. After a conversation with the engineer, the radiology technician figured out it was a step they missed in the process. Patient suffered no issues because of the short time delay. The manufacturer representative clarified the exam was not canceled or aborted and the system was working as intended.

Manufacturer narrative:
H6: multiple annex f codes were reported. F26 corresponds to no patient impact. F1908 corresponds to surgical delay of less than 1 hour. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the user thought that the 2d long film (2dlf) should start almost instantly so they were pushing the button for 1-2 seconds then releasing. The manufacturer representative informed them that the 2dlf scans take longer to start since gantry motion is typically required and to watch the progress bar on the mobile view station (mvs) for more information. The manufacturer representative walked the user through a 2dlf scan without issue. The imaging system then passed the system checkout and was found to be fully functional. B01, c19, d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.